Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 60% battery life and became unresponsive. The customer's blood glucose level was impacted (564 mg/dl). Contact gave customer back up therapy manual injection to address the high blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.